Event description:
Bag broke at the seam when surgeon was retrieving tissue through the chest wall.

Manufacturer narrative:
The event extended the procedure. No injury to the pt was reported. Anchor's investigation has not been able to confirm the cause of the incident as no info related to the product lot number was available. The product sample was not returned. The reporter knew the date of the event.